Manufacturer narrative:
Exemption number: e2015015. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
The dentist reported that 6 months after dental implant was installed in intraoral region 25#, its non-osseointegration was observed. In addition, the patient presented bone type ii and 60ncm of primary stability was achieved.